Event description:
It was reported by the customer that the device was displaying a service wrench and had two error codes in memory. This is indicative of a potentially critical failure that could inhibit the device from appropriately delivering defibrillation therapy. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control provided an estimate of the cost to repair the device. The customer declined service due to the age of the device and repair cost. It was later indicated that the unit has been retired and removed from service. The device has not been returned to physio-control for eval; therefore, further investigation cannot be performed.